Event description:
The manufacturer received a voluntary medwatch (mw5177776) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a patient reported that they were prescribed a philips dreamstation CPAP device in 2018 after results from a sleep study showed they had sleep apnea. They reported that after using the device for approximately 3-4 months, they were having difficulty breathing with it on because it felt as if they were "sucking dust". In 2020 they were "prescribed the newest model of the dreamstation machine". They reported that the issue persisted and worsened over time, even with the replacement device. They reported that they were recently diagnosed with copd. They reported that they sent both devices back to philips. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.